Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the chronic leads were connected to the device; however, the device wasn't pairing at the programmed rate of 60 beats per minute. The device was not implanted and a new device was implanted. No patient complications have been reported as a result of this event.